Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. The difficulty removing the stent delivery system could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database for this lot revealed no other incidents for balloon rupture or difficult to remove. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex (cx) artery with mild tortuosity and no calcification. After successful deployment of the 2.25x12 mm xience xpedition stent, during post-dilatation with the stent delivery system (sds) balloon, the balloon ruptured at 14-15 atmospheres. There was no resistance reported during advancement of the sds to the lesion. Difficulty was experienced retracting the balloon from the deployed stent; however, although it took 10 minutes to retract the balloon, there were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.